Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection. The system (implantable cardioverter defibrillator and leads) was removed. No further information was available. Related manufacturer reference number: 2017865-2019-08457, 2017865-2019-08458.